Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl, cause was unknown. Reportedly, the customer drank milk and took a nap to address the bg. The customer continued to use the pump for insulin therapy.